Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap was stripped. The returned battery cap was unable to fit securely to maintain an electrical connection, duplicating the power issue. The battery cap contact height and width measurements were found to be within specification. The pump powered on using a test battery cap. The pump was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed a dim display. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.